Event description:
Boston scientific received information, that shortly after the implant procedure, this right ventricular (rv) lead exhibited increased threshold measurements. This rv lead was repositioned, and during the revision procedure the patient's condition got worse. It was suspected this rv lead caused a perforation. A pacing system analyzer (psa) was used to help with pacing. Shortly after, this patient's blood pressure decreased, and patient experienced asystole, so resuscitation was started. An ultrasound showed signs of tamponade, and the blood outside the heart was drained. This patient was then feeling better, so was transferred to another hospital to treat the infection. There were no additional adverse patient effects reported.

Manufacturer narrative:
This rv lead remains in service. At this time there is no additional information. Should additional information become available this report will be updated.